Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they don't think their stimulator was working properly. Patient said at first the stimulator was running out of battery really quick, wouldn't last a full 24 hours, but stim was still working. Patient then said now the implant was hardly using any battery, and if they get implant up to 100%, the next day the implant was still at 90%. Patient also said they keep getting an error that says settings not available. Patient said this happened before about a month ago (thinks beginning of march) and they made an appointment with a representative who reprogrammed the implant and that seemed to be working, but now was doing the same thing again. Patient tried resetting controller, but that didn't resolve the issue. Patient also tried lowering settings, but this didn't help either. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and potentially meet with representative again.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient had a return of pain and oor/settings not available message was seen. The rep checked connections and impedances and connections showed electrode 7 was out. Impedances showed the patient had high impedances on electrodes 6, 9 and 12. The reprogrammed the patient to not use the 4 electrodes. The cause of the issue was unknown. The manufacturer representative indicated they would send any further information as they become aware.